Event description:
The customer reported an intermittent fault. The fe stated that this caused the system to intermittently fail to boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connection was repaired during the service call. The system was tested, found to be working as intended and returned to service.